Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the retracted position which was clogged with dried blood and tissue. The curvature of the lead distal to the right ventricular shock coil was observed, but the waviness and curvature observed on the lead body was within required performance specification. A visual and x-ray inspection of the lead was performed and revealed no anomalies.

Event description:
It was reported that the right ventricular (rv) lead became kinked during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.